Event description:
It was reported that "dr (B)(6) was performing a 3 level acdf using stryker's aviator system. While place the final screw, it was discovered that the plate was off center and the final screw had poor purchase in the c3 vertebral body. While removing the plate, one of the spring locks was broken. The plate was a 51mm 3 level plate. Dr (B)(6)asked for another plate of the same size. Aviator only has 1 plate per size in the 3 level plates. A 49mm was used. He is concerned he was not able to restore the proper lordsis using the shorter plate. He later reported that the pt was doing better; with no apparent adverse affects. Dr (B)(6) has asked that we always provide 2 plates of every size of future cases."

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.